Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, when the patient was working, he felt dizzy and light headed so he called 911. When the medical team check his blood sugar it was 379 mg/dl and the dexcom display device was saying replace sensor now sensor failed. En route to the hospital, the patient experienced stomach pain and was treated with zofran and aspirin 81 mg. At the hospital, doctors checked his blood sugar and it was 601 mg/dl. He was treated with 7 units of insulin and administered 3 bags of saline fluid. The patient self treated with insulin via his tandem pump per the manual settings. The patient was observed and treated for 4 hours and discharged when the bg was 130 mg/dl. At the time of the report, the patient was okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.